Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00298 on 26-nov-2025. Corrected information (3-dec-2025): the MDR indicated "b21 type of investigation not yet determined" for the field "emdr section h6 - type of investigation". "B21 type of investigation not yet determined" should be replaced with "b01 testing of actual/suspected device." The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a water leak at the reaction washer probe that led to a falsely depressed creatine kinase (ck_l) result obtained on 1 patient sample, a discrepant calcium_2 (ca_2) result obtained on 1 patient sample, and a discrepant glucose hexokinase_3 (gluh_3) result obtained on 1 patient sample, on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the leak or discordant patient results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a leak at the reaction washer probe that led to a falsely depressed creatine kinase (ck_l) result obtained on 1 patient sample, a discrepant calcium_2 (ca_2) result obtained on 1 patient sample, and a discrepant glucose hexokinase_3 (gluh_3) result obtained on 1 patient sample, on an atellica ch 930 analyzer. The customer could not correctly calibrate the internet protocol (ip). Quality controls (qc) recovered within acceptable ranges at the time of the event. Siemens remotely reviewed instrument data. As per siemens instructions, the customer checked the reaction washer station. In this case, probe 3 or 4 was dripping into the cuvettes. The analyzer was stopped. Intervention was triggered to replace the corresponding solenoid valve. A siemens customer service engineer (cse) visited the site. The cse replaced solenoid valves v28 and v29 (solenoid valves that control r-4a and r-5a). There were no visible drops on the washing station probes. The cse ran an autocheck which passed. The cse ran calibration and checks all of which passed except for ca_2. After the lab mixed the qc, the ca_2 was acceptable. The cse ran a patient sample on the initial analyzer and a second atellica ch 930 analyzer to verify result consistency. This also passed. The instrument was then operational. Siemens further evaluated the event and concluded that the dripping probes potentially contributed to the to the erroneous ck_l, ca_2 and gluh_3 results. The instrument is performing according to specifications. No further evaluation of this device is required. (Multiple complaints (14) are associated with the cir 2025-00095825. I have documented the potential root cause and filed a combined initial and final MDR. If there is any additional information at the conclusion of the cir then a supplemental MDR will be required.)